Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastic to the duodenum to treat a duodenal stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, there was difficulty advancing the device through the scope due to the position of the scope. The device was able to be advanced and an attempt was made to deploy the stent; however, resistance was felt, and a portion of the catheter popped out. The physician was able to fully deploy the stent by pulling the stent deployment hub with some force. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the size of the scope used was 2.8 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 2.8mm. It was reported that the axios was not luer locked onto the scope. The axios stent and electrocautery- enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the axios stent was to be implanted transgastric to the duodenum to treat a duodenal stricture. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat a duodenal stricture.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of handle break for stomach/duodenal stricture indication.